Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient had bard pelvicol implanted. No clarifying information provided. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted concurrently with tah/bso due to uterovaginal prolapse with cystocele. It was reported that following insertion the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent left inguinal hernia repair with mesh on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4) - reason for implantation was an uterovaginal prolapse w/cystocele.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.